Event description:
Noticed something white on the side of my mouth after waking up and taking the CPAP mask off. I wasn't sure what it was, so I threw it away. But I had my CPAP mask on all night, so I assume it had to come through or from the machine. I've also experienced recurring headaches. FDA safety report ID # (B)(4).